Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 327 mg/dl and was addressed with manual injections. Additionally, it was reported that the customer received an inaccurate fill estimate. During troubleshooting with tandem technical support, the customer attempted to reload a new cartridge; however, another malfunction alarm occurred and the fill estimate issue was not able to be verified. It was confirmed that the customer had an alternate method of insulin delivery available.